Event description:
Patient had total abdominal colectomy, end ileostomy. Patient is seen by home care nurse approximately 10 days later and she refers patient to ed for what she believes is an abscess. Patient is admitted and on the following day undergoes a luq drain placement. No complications were noted at that time. Approximately 6 hours later, the nurse on the floor notes the drain to be leaking around one of the small white connector pieces. Surgical pa is notified and ir is contacted. Unable to simply replace the broken piece, the patient returns to ir for exchange of drain the next day-replaced with same drain type. No leak noted in second drain. Drain was a 10.2 fr drain.